Event description:
It was reported that the physician was attempting to you a resolute integrity rx drug eluting stent to treat a moderately calcified and severely tortuous mid lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop tray. No issues noted when removing the protective sheath. The device was inspected with no issues noted. Negative prep was not performed. The physician pre-dilated the lesion. During the procedure, the device passed through a previously deployed stent. No excessive force was used during delivery. Inflation device remained on neutral pressure during delivery of the device. It is reported that the resolute caught on a strut and dislodged when the physician pulled back device. Stent dislodgement occurred during delivery to/at lesion. The physician crushed the stent against the distal lad wall with another stent.